Event description:
During preventative maintenance of the device, the user reported the roller pump tongue that secures the occlusion knob was cracked. Without the tongue, the occlusion knob can not be held in place, making it difficult to adjust the tubing. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not concluded.